Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the equipment would not turn on because the power button was broken and needed replaced. The cause of why the power button was broken could not e identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A field service engineer (fse) followed up with the customer and confirmed that a broken power button caused the problem. The fse is waiting for the necessary material to repair the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high flow insufflation unit is unable to be turned on due to a broken power button. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.